Event description:
During an atrial fibrillation ablation procedure, when aspirating the sheath, bubbles were noted. The sheath was continued to be aspirated, but the issue remained. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.